Manufacturer narrative:
Phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported ruptured device, diagnosed by ultrasound. The device was explanted and replaced with a non-allergan device. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified: underweight, opening, yellow particles in the particles, crease fold, wear abrasion and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the radius side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Physician reported ruptured device, diagnosed by ultrasound. The device was explanted and replaced with a non-allergan device. Left side.